Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and phasix on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2018) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6.a (date of impant), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k). This supplemental emdr represents the bard/davol st phasix mesh (device 2). An additional emdr was submitted to represent the bard/davol ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and phasix on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex st (device 1). Per op notes, ¿midline incision was made. The hernia sac was identified, dissected out and excised. The fatty tissue on the underside of hernia defect was excised. A ventralex st (device 1) was placed and secured using sutured. The straps were tacked.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with excision of ventralex st (device 1) and implant of phasix st (device 2). Per op notes, ¿the hernia sac was identified, dissected out and excised. The prior mesh patch (device 1) was fallen through the defect because it was pulled away from the edge of the muscle. Adhesions of omentum and small to the prior mesh (device 1) were lysed. The old mesh (device 1) was excised and removed. Fascial debridement was done. Fascial release was performed. A phasix st (device 2) was placed and sutured.¿ (B)(6) 2021 - patient was diagnosed with infected abdominal mesh with chronic draining sinus thereby underwent open repair with excision of phasix st (device 2). Per op notes, ¿the umbilicus with chronic draining sinus were encountered and excised. The prior mesh (device 2) was noted. Adhesions of small bowel to the prior mesh were taken down. Multiple adhesions with small bowel were lysed. Some pus along with old mesh was drained. Significant adhesions along the fascial edges of the mesh were taken down. The old mesh (device 2) was excised and removed. Multiple fascial defects were noted and repaired with sutures.¿